Event description:
It was reported that the device failed to provide suction. The suction was set at 50% and was connected to wall suction. This resulted in the patient's shoulder joint space to close. The treating physician was upset with the device and selected not use it again for future procedures. No other detail are available at this time.

Manufacturer narrative:
Per revision made it was concluded that with the information in this complaint there is no evidence to confirm that a serious injury occurred in the patient. This information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Manufacturing records show that the device was released to distribution new in march 2014. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Added check to product problem. Added operator of health professional. Added check to no since this is not a single use reprocessed device. Added check to health professional. Added occupation to health care professional. Added contact phone.